Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indications for use was non-malignant pain. It was reported that the patient mentioned that they believe they need to get reprogrammed. The patient met with a neurosurgeon who believed they had some scar tissue. Their old manufacturer representative (rep) initially set it up, and then they had a different rep that helped them get the programming set up. Patient first thought they had to be reprogrammed anywhere from 9 months to a year ago. The last time the ins was programmed, the rep reprogrammed from 4 programs down to 2 programs. The patient stated that something had to be weaved between the scar tissue to get the device to work, and now it was working fine, so they were able to be more active to do things to lose weight. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.